Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was reported as due to a fungal infection. On unreported date(s), the patient was hospitalized and received treatment with an unspecified anti-inflammatory drug (dose, frequency, duration, and route not reported). Pd therapy was withdrawn during hospitalization. At the time of the report, the patient had recovered from the event. No additional information is available.